Event description:
Patient was given a unit of red blood cells which was later determined by the gulf coast blood bank to be contaminated with bacteria. Shortly after receipt patient died. Because the patient's medical history of blood infections at the time of his demise, it was not suspected to be a device problem. It was only after we were contacted by gulf coast that we were made aware of the possible contamination of the beg. This office has been advised that the incident was reported to the cdc & FDA by dr. David yawn and to baxter by dr. Lawrence rice gulf coast blood bank. Though this report is a duplication. We decided to submit it to assure hospital compliance with the s.m.d.ainvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: foreign material contamination, manufacturing. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.